Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor stopping was confirmed via visual analysis of the returned product and via the downloaded log file. The centrimag motor (serial number (B)(6)) was returned and evaluated at the service depot. During the evaluation, the reported event was confirmed when the motor was connected, and the motor was forwarded to product performance engineering (ppe) for further analysis. Upon analysis with ppe, the motor was connected to a calibrated test centrimag system. The motor initially operated without issue; however, when the motor cable was manipulated approximately 7.5 inches from the motor cable connector, an m2 motor disconnect alarm and m4 motor alarm were active, confirming the reported event. The motor cable then underwent a resistance test, and an open lead was found across the hx/hy line. The motor cable lemo connector was opened and it was found that the grey hx conductor was not properly soldered to the lemo connector. The downloaded log file contained relevant events spanning approximately 2 days (02feb2024, 05feb2024 per time stamp). The log file captured intermittent m2 (motor disconnect) alarms, m4 (motor alarms) due to a sf_lmc_levitation sub fault, and intermittent f2 flow signal interrupted alarms due to a sf_flow_low_amplitude sub fault. These alarms were only active when the motor cable was manipulated approximately 7.5 inches away from the motor cable connector. The alarms were cleared when the unit was power cycled. Provided information stated that none of these events happened while on a patient. They all occurred in the priming and start up period. Multiple attempts were made to obtain additional information about the reported event such as if the reported issue occurred out of box or if the motor was used prior to the reported event, if log files could be provided, and if any troubleshooting was performed; however, no response was given. The root cause for the reported event was conclusively determined to be due to an improper solder connection at the motor lemo connector. A previous manufacturing task investigated this issue and resulted in opening a non-issuance supplier corrective action request (scar) to inform the supplier and the supplier performed an employee retraining and inspected the next three lots for this issue. This motor was manufactured prior to the initiation of the scar. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 8.2 entitled ¿console alarm/alert strategy¿ states ¿if an alarm or alert condition occurs, the audible advisory sounds along with a visual message indicating the cause(s) of the alarm/alert condition on the alphanumeric display. Depressing the alarm ackknowledge keypad temporarily mutes the audible alarm for most alarms and the audio paused symbol is displayed on the console and the monitor¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the motor stopped working during the priming and startup period. There was no patient involved.